Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user informed his physician has prescribed nystatin powder. He reports that he is cleaning his skin with soap and water; applying witch hazel; nystatin powder and then the wafer. The end user was instructed in skin care and the use of no sting protective barrier wipes over the nystatin powder in the crusting. The end user was instructed to f/u with any questions or concerns. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. Reported to the FDA on (B)(4) 2014. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
End user reports that over the past six weeks he has developed a fungal rash. The fungal rash began under the adhesive border and now is also located under the mass 360 degrees around the stoma in the right lower quadrant.

Manufacturer narrative:
The product associated with batch 4b00006 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).